Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse found several hardware issues and performed necessary alignments. The fse then replaced a sample syringe, and the customer replaced na, k, and cl electrodes to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results on ion selective electrode (ise) for sodium, potassium and chloride on their au5800 clinical chemistry analyzer unit cell 1. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.